Event description:
Patient underwent a tonsillectomy. Within a week after surgery the patient underwent several unsuccessful cauterizations to the surgery site in order to control the hemorrhaging. The physician attempted to embolize parts of the facial artery to reach the tonsil branch to eliminate the uncontrolled bleeding. Upon completion of the particle embolization, the physician placed one short platinum coil proximal to the affected site. Approximately 4 minutes after the embolization procedure the patient suffered a stroke. The embolic event affected the circulation of the brain in the anterior and posterior sections. 4 CT's were performed. The 1st normal, 2nd infarctions seen, 3rd 80% resolved and the last CT showed 95% had been resolved. The patient was paralyzed on their right side for approximately one week. Patient spent one week in the hospital then 10 days in a rehabilitation center.